Event description:
It was discovered during a pm that the kvp tracking was off on the 9800 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced and the tracking was adjusted during the service call. The system was tested and found to be working as intended and put back into service.